Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found outer insulation breached (clavicle rib crush), the distal conductor was distorted, blood/body fluid was noted on the distal conductor (not obstructed) and on the outer tubing overlay, distal conductor fracture (overstress), outer tubing overlay was melted, had cosmetic environmental stress cracking, outer insulation cosmetic depression, and there was blood in/on the helix/lobe mechanism. The sprint fidelis lead model is included in a field advisory.

Event description:
It was reported that the lead was explanted and replaced due to a system upgrade. The lead was returned and tested out of specification. No patient complications have been reported as a result of this event.